Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and plugging it into a wall outlet, as instructed. There was no adverse impact on the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying different wall adapters and leaving the pump plugged in for 30 minutes, but the charging connection remained unstable. Consequently, technical support decided to replace the pump. The pump was under warranty, and instructions were provided for the customer to put the pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged all instructions.